Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. The patient was not connected for therapy at the time of this event. This occurred during setup for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to g1: the device was manufactured at one of the following facilities: baxter healthcare - mountain home: 1900 n highway 201 mountain home ar 72653 united states. Baxter healthcare - dominican republic: carretera sanchez km 18.5 parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.